Event description:
Medtronic received information that a phenom catheter had resistance in the shaft proximal part. The catheter was being used to place the coil during transvenous embolization in the dural arteriovenous fistula. The access vessel was the transverse sinus with a diameter of 6mm. Vessel tortuosity was moderate. The device was prepared as indicated in the package insert. The catheter was flushed as indicated in the instructions for use (IFU). There is a coil stuck near the catheter hub. When the microcatheter was replaced with the same product, it passed through the hub without any problems. It seems that the physician cut the catheter because he felt an abnormality, but the cause is unknown. The tip of the microcatheter was disposed of, so only the hub was collected and submitted. No symptoms were reported. Ancillary devices: galaxy g3 coil additional information was received indicating the coil came out of the introducer sheath smoothly. There was no abnormality observed with the coil after removal.

Manufacturer narrative:
The phenom 17 micro catheter was returned for analysis within a shipping box; and within a plastic bio-pouch. The galaxy g3¿ micro coil was not returned for analysis. Therefore, any contributing factors from these devices could not be assessed. The phenom-17 catheter has an ID (inner diameter) of 0.017¿. Per online source, the galaxy g3¿ micro coil system is compatible with microcatheters with inner lumen diameters ranging from 0.0165 to 0.021 in (0.419 to 0.533 mm). Therefore, the galaxy g3¿ micro coil was found to be compatible for use with the phenom 17 micro catheter. ¿ visual inspection/damage location details: upon visual inspection, the phenom 17 catheter was appeared to be separated and only the proximal section ~14.7cm of phenom 17 micro catheter was returned for analysis. It was reported that the distal section of phenom 17 micro catheter was disposed and not returned for analysis. Therefore, any contributing factors could not be assessed. No damages were found with the phenom hub. No bends or kinks were found with the returned proximal section of phenom 17 catheter body. No other anomalies were observed. The phenom 17 micro catheter was flushed; an unsuccessful attempt was made to flush the catheter with water. An in-house 0.016¿ mandrel was used for resistance testing, and it was inserted through the phenome-17 catheter and got stuck at catheter hub. The distal end of implant coil was found to be stuck inside the phenom 17 catheter hub. Based on the device analysis and reported information, the customer¿s report of ¿catheter resistance¿ was confirmed as the mandrel became stuck at the phenom 17 catheter hub. It is possible this damage occurred due to advancing/retracting the coil against the reported resistance or due to patient vessel tortuosity. Possible contributing factors to ¿catheter resistance¿ include the use of an incompatible device for delivery, severely tortuous patient anatomy, failure to hydrate prior to use, and lack of continuous flush during delivery. Customer reported tortuosity as moderate, and the device was prepared and used per instructions for use. In addition, the catheter was flushed as indicated in the instructions for use (IFU). The galaxy g3¿ micro coil was found to be compatible for use with the phenom 17 micro catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.